Event description:
On (B)(6) 2026, a thrombectomy and atherectomy procedure was performed by using an aspirex device via popliteal vein access. It was reported that during the procedure the helix allegedly stuck to the guidewire. The catheter was subsequently withdrawn successfully, after which damage to the tip was observed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was not possible. Due to no sample, images and videos received, the reported malfunction cannot be confirmed. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a thrombectomy and atherectomy procedure was performed by using an aspirex device via popliteal vein access. It was reported that during the procedure the helix allegedly stuck to the guidewire. The catheter was subsequently withdrawn successfully, after which damage to the tip was observed. There was no reported patient injury.